Event description:
It was reported that the patient's blood glucose levels rose to 290 mg/dl while wearing the pod on the abdomen between 4 and 24 hours. The pod generated a hazard alarm during operation. The device investigation observed a cannula damage during testing.

Manufacturer narrative:
The observed internal cannula tear is related to action #98586. Corrosion was observed on the mechanism rails, the catch beam, the chassis, and the bottom battery. Inspection of the download data confirmed that the device generated an 0x6a hazard alarm, indicating there was an occlusion during the runtime (threshold exceeded, not at end of bolus). Although no timeouts or drive stalls were observed, pulse width increases were observed during operation near the end of the run. Despite the 0x6a alarm, no occlusions were observed in the fluid path. A tear was observed on the internal portion of the soft cannula, from which fluid was observed to leak. The internal cannula tear and subsequent leak is confirmed as the root cause of the internal corrosion. It could not be conclusively determined if the observed cannula tear is in any way linked to the reported 0x6a alarm. No other damages or defects were observed that would contribute to the hazard alarm. The exact cause of the 0x6a alarm could not be determined. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.5. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.